Manufacturer narrative:
This product is registered as a combination product. Failure event was observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 33.8 cm. A full breach insulation degradation on the outer tubing exposing the outer coil was noted at 15.0 cm from the connector pin. All other damages found were consistent with procedural damage.

Event description:
The lead was cut and capped on (B)(6) 2020 during a pulse generator upgrade procedure. This report is to advise of an event observed during analysis.